Event description:
Cardinal size small flexal exam gloves lot # 1r13k021 were found torn once taken out of a new opened box. Several size small flexal exam gloves stocked in outpatient lab area were taken out of box torn. Employee states it has only been with this lot number. Other lot seems to be intact. Lot # 1r13k021 taken out of service in the outpatient lab area. Staff education given regarding reporting any other defective gloves/lot and removing from service. Dates of use: 18 months. Diagnosis or reason for use: outpatient blood draws.